Manufacturer narrative:
Analysis was normal. The damage found was sustained during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2021-37123; 2017865-2021-37125; 2017865-2021-37127. It was reported that following an upgrade to cardiac resynchronization therapy (crtd) that was moved to the right side due to occlusion on the left, the patient developed a (B)(6) infection and pocket infection of abandoned leads on the left side. The system was explanted. There were no complaint device or lead function by the physician. The patient¿s condition was stable before, during and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.